Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported he did not connect the infusion tube correctly and this resulted in insulin leakage near the luer. He discovered the leak when his blood glucose elevated above 300 mg/dl, and his normal range is 120-150 mg/dl. He changed the infusion tube to treat hyperglycemia. The alleged product is not available to return for evaluation. He did not require treatment from a second party or healthcare professional to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.